Event description:
It was reported that the device exhibited error code: 465-10. This occurred during bench testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found the device in used condition. Functional testing was able to duplicate the issue. It was determined that the printed wire assembly (pwa) board was the root cause. The manufacturer representative replaced the main/pwa board, and the pump passed all functional tests and performed as intended after repair. The service history review had no indication that the complaint was related to a service of the device within the review period.